Event description:
A 3.5mm diameter by 12mm length s7 stent delivery system was inserted to treat a severely calcified lesion in the mid-right coronary artery. The lesion was pre-diliated with a 2.5mm by 20mm ptca balloon. It was not possible for the stent delivery system to cross the target lesion; thererfore, it was removed from the pt. Another MFR's stent was inserted into the pt; however, it could not cross the lesion and was also removed. The ptca balloon was re-inserted and used to pre-dilate again. The other MFR's stent was re-inserted and used to deploy in the distal vessel. Subsequently, the stent delivery system was re-inserted into the coronary artery and pushed distally through the previously implanted stent. Up being pulled back proximally through the deployed stent, the stent dislodged from the delivery balloon proximal to the deployed stent. The dislodged stent was deployed using a ptca balloon at the unintended site. It was reported that the entire vessel was covered with stents. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported to the event. The instructions for use were performed when the severely calcified lesion was not 1:1 pre-dilated. The stent being pushed distal through a previously deployed stent likely contributed to the stent dislodgement.